Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, instrument service, a service history review, instrument log review, a search for similar complaints, and a review of labeling. An abbott field service engineer (fse) evaluated the analyzer. The fse replaced several parts during extensive troubleshooting and found a pin hole size leak in the ict warming ring. The ict warming ring was replaced and determined the likely cause for the issue. A service history review for this instrument did not identify any contributing factors on or around the date of the complaint. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect c16000 analyzer, list number 03l77, or the warming ring, list number 2-201662-01,was identified.

Event description:
The customer indicated that a falsely elevated sodium result was generated while using the architect c16000 analyzer. The customer provided the following data: initial sodium result: 160. Retest on second analyzer: 140. Retested on original analyzer (after new ict module, probe and syringes replaced): 146. The customer indicated that after calibrating the ict module the results would align again with the second analyzer but eventually would begin to shift up with results between 160-170. No impact to patient management was reported.